Manufacturer narrative:
This report is filed, april 6, 2016. The device is not available for analysis.

Event description:
Per the clinic, the patient developed recurrent infection and wound dehiscence at the implant site. On (B)(6) 2015 the patient was taken to the operating room for wound debridement. On (B)(6) 2015 the patient was prescribed two oral antibiotics for three week duration. On (B)(6) 2015 the site had dehisced once again and the patient was prescribed a second round or oral antibiotics. Subsequently on (B)(6) 2015 the device was explanted and the site was debrided. The patient was prescribed another round of oral antibiotics post operatively. As of report on february 2, 2016 the wound had healed. The device is not available for analysis.